Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks. Interrogation showed that the patient received anti-tachycardia pacing (atp) and shocks for an episode of ventricular tachycardia (vt) that was unsuccessfully terminated. It was determined that the patient was in an supra ventricular tachycardia (svt) rhythm when compared to previous svt episodes and ineffective atp, and the patient stated that they had been exerting them self at the time. The therapies were considered inappropriate as a result. Reprogramming was performed and a new wavelet template was collected, and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.